Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for an embolization treatment procedure, a shaft detachment occurred. The target lesion details were unknown. A 105/3.0/2.5/.021/20 renegade straight catheter was selected to be advanced to the internal iliac artery. During preparation, the protective hoop was intermittently flushed and then the device was removed. However, it was noted that a shaft detached. The procedure was completed with a different device. There were no patient complications reported and the patients' status is good.